Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient states they had a nalu implanted in may to see if that would give her some relief and off and on it seemed like it was helping a little bit. Patient stated she has had multiple neck surgeries and has damaged nerves. Patient stated they have been keeping a journal of how they are feeling and the medtronic (mdt) is steady with the relief that it does give her. Patient reported they are not happy with the nalu and feel like it may have had some influence on the mdt ins a few times.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). It was reported that the nalu was turned off and the pt's doctor scheduled an explant. Pt said the implantable neurostimulator (ins) was working fine. Pt was thankful for the follow up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.